Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: a scissored clip was returned inside of a plastic bag. The device involved in the customer complaint was not returned for analysis upon visual analysis of the returned clip, it was observed that a scissored clip was inside of a plastic bag. Although no conclusion could be reached regarding the cause of the reported event (as the device was not returned for analysis), the instructions for use do contain the following: "caution: fully squeeze the trigger and then release to load the first clip into the instrument jaws. Failure to completely squeeze the trigger can result in clip mis-loading. Position the jaws with the clip completely around the vessel to be ligated. Fully squeeze the trigger on each firing. Do so by pulling back on the trigger even after a sharp ¿click¿ is heard and until you touch plastic trigger to plastic handle (plastic to plastic). Fully release the trigger after firing. A second ¿click¿ should be heard indicating the instrument is ready for the next firing. The next clip is automatically advanced as the trigger is released. Inspect the instrument jaw tips after each use to ensure a new clip is present before the next firing." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a bariatric procedure, the ligaclip clip applier clips were ¿scissoring.¿ the case was completed with no patient consequences. No further information is available.